Event description:
It was reported that while implanting the left ventricular (lv) lead, the suture sleeve migrated into the subclavian vein, the sleeve could not be retrieved. The physician used a new suture sleeve to attach to the lead. Fluoroscopy was performed at the end of the procedure; the physician realized the suture sleeve had embolized into the subclavian vein. The patient was in stable condition.